Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with dizziness and dyspnea. A device interrogation was performed where noise was noted on the rv lead. The noise was being oversensed and led to pacing inhibition with episodes of approximately 5-6 seconds of asystole for the patient. A lead fracture was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.